Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending artery. A 10/3.50 flextome¿ cutting balloon¿ was used for treatment. During the procedure, it was observed that he balloon ruptured at 8tms on the first inflation. The device was completely removed from the patient's body and the procedure was completed with a different device. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned unit was attached to an inflation device. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole at 1 mm distal to the distal end of the proximal markerband. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending artery. A 10/3.50 flextome¿ cutting balloon¿ was used for treatment. During the procedure, it was observed that he balloon ruptured at 8tms on the first inflation. The device was completely removed from the patient's body and the procedure was completed with a different device. There were no patient complications reported and the patient's condition was good.